Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The indicator wire cowling locked against the handle assembly, but no audible click was heard. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the 5f exoseal vascular closure device (vcd). Pulsatile flow was observed from the bleed-back indicator, and the device and non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not display red color. Upon removal, the indicator wire loop was deployed with no anomalies noted. When using the closure device after surgery, the guidewire of the indicator hooked onto the vessel wall, and the indicator window did not change color. The device was attempted to be deployed outside the patient¿s body but could not be pressed down. A non-cordis vascular sheath introducer was used. The femoral artery was verified suitable on angiography with an insertion angle of 30¿45 degrees, vessel diameter greater than or equal to 5 mm, no visible calcium or plaque, mild vessel tortuosity, and no stent or stenosis greater than 50% near the puncture site. The femoral site had not been closed with any closure device or manual compression within thirty days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used in a diagnostic procedure with an antegrade approach. The physician achieved certification on the use of the 5f exoseal vascular closure device (vcd). The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was received in the black/white position. No additional anomalies were observed during this analysis. A deployment simulation evaluation was performed. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and expected plug deployment. The indicator window was also observed to shift to the black/white and red position as expected. Additionally, as the guard was already locked, the locking mechanism could not be tested to review the presence of an audible click. A high magnification evaluation was conducted to assess the internal mechanism of the device. No abnormal conditions were identified during this analysis. The locking system of the guard was found in the correct position, secured on the designated white post intended for locking. This mechanism is also responsible for generating the characteristic locking "click" sound, therefore it may be concluded that the audible click resulted as expected from the guard locking executed. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as the window changed positions as expected and passed functional analysis. Additionally, the reported event of ¿vascular closure device (vcd)-no audible click¿ was not observed through analysis of the returned device since the locking system of the guard was found in the correct position, secured on the designated white post intended for locking and responsible for the ¿click¿ sound. The exact cause of the issues experienced by the user could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Additionally, upon receipt, the device was observed with the guard locked and the internal mechanism of the locking system in the correct position, confirming that these components functioned as intended and generated an audible click. Therefore, the evidence suggests that the issue either resulted from user handling and was subsequently corrected after the procedure, or that the information reported on this condition was provided inadvertently. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ the IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. Neither the product analysis nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The indicator wire cowling locked against the handle assembly, but no audible click was heard. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the 5f exoseal vascular closure device (vcd). Pulsatile flow was observed from the bleed-back indicator, and the device and non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not display red color. Upon removal, the indicator wire loop was deployed with no anomalies noted. When using the closure device after surgery, the guidewire of the indicator hooked onto the vessel wall, and the indicator window did not change color. The device was attempted to be deployed outside the patient¿s body but could not be pressed down. A non-cordis vascular sheath introducer was used. The femoral artery was verified suitable on angiography with an insertion angle of 30¿45 degrees, vessel diameter greater than or equal to 5 mm, no visible calcium or plaque, mild vessel tortuosity, and no stent or stenosis greater than 50% near the puncture site. The femoral site had not been closed with any closure device or manual compression within thirty days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used in a diagnostic procedure with an antegrade approach. The physician achieved certification on the use of the 5f exoseal vascular closure device (vcd). The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.